Event description:
Event description guidant received information that a guidant field representative had difficulty interrogating this boxed cardiac resynchronization therapy-defibrillator (crt-d). A fault code was encountered which indicated a device memory problem. Default shock outputs were not set to the expected values. The device was not used.